Event description:
The customer alleged there were several people that noticed residual peroxide on packages that had been processed in a completed sterrad 100s sterilizer cycle. The customer reported the employees touched the residual peroxide contact causing some discoloration on their hands. The employees did not seek medical attention. Add'l info received from the customer indicates there were 5 employees involved. This report is for the fifth employee.

Manufacturer narrative:
(B) (4) - skin contact. Capital equipment, unit evaluated at the facility. The fse found injector valve leaking and replaced it. He ran a test cycle and the unit meets the MFR specification. The vaporizer plate was out of place so it was repositioned. The sterrad 100s user's guide indicates the following: starting a cycle. Note: verify that the vaporizer plate is in place prior to starting a cycle. The vaporizer plate minimizes the risk of liquid hydrogen peroxide coming into contact with the load in the chamber. It also helps keep the load and the chamber clean. Operation of the sterrad 100s sterilizer without the vaporizer plate in place may result in hydrogen peroxide remaining on the load after a successfully completed cycle. Residual hydrogen peroxide remaining on the load can result in operator contact and/or injury. This is one of five 3500a reports being submitted. Please reference MFR report numbers: 2084725-2009-00443, 2084725-2009-00444, 2084725-2009-00445, 2084725-2009-00446.